Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the t2 of the fast fix curved could not be deployed. Non-significant surgical delay was reported, and the procedure was finished with a smith and nephew back up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device shows it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. There is bio debris on the needle. A functional evaluation of the device shows that it cycles as intended. An evaluation of the customer provided image shows the fast-fix 360 laying on an instrument table. The t1/t2/suture are lying beside the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. During surgery, the t2 of the fast fix curved could not be deployed, t1 was left secured in the patient. A non-significant surgical delay was reported, and the procedure was finished with a smith and nephew back up device. No other complications were reported. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: health code updated.

Event description:
It was reported that, during surgery, the t2 of the fast fix curved could not be deployed, t1 was left secured in the patient. Non-significant surgical delay was reported, and the procedure was finished with a smith and nephew back up device. No other complications were reported.

Manufacturer narrative:
Additional information received.